Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint "cautery hook charred." The instrument was found to have thermal damage on the monopolar yaw pulley. Conductor wire damage was not observed. A review of the instrument log for the permanent cautery hook instrument (470183-12/n10180504 0129) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. No additional complaints related to this product and/or this event were identified. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fifth usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery hook instrument hook was charred at the pivot point. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the supply coordinator stated that they were unable to track this instrument. The instrument showed up in the sterile processing department (spd) and was overlooked for some time. The supply coordinator stated that he could not provide any additional information related to the reported issue.